Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Lead returned in two segments - severed ~ 12.5 cm from the terminal end. The high threshold, failure-to-capture and surgery allegations were not confirmed - based on normal segment resistance measurements and x-ray inspection that showed no conductor fractures/abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high thresholds. No additional adverse patient effects were reported.